Event description:
During routine testing of the device at the user facility, it was reported that the battery was dead on the device. Since the event occurred during routine testing, there was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded.